Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a loose mounting screw of the clamping pulley on input #6. The loose resulted in loss of tension of the correlating grip cable. Further inspection of the mounting screw gives the impression that locking varnish was used. A visual inspection of the backend found no evidence of a damaged clamping pulley, input disk or input shaft. Additional related observation: the instrument was found to have a loose grip cable at the distal end from the input shaft disk #6. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.